Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated sometimes her device is not working, but right now her device is working properly. No further complications were reported. No patient symptoms were reported.